Event description:
A lens implant mfg by allergan medical optics is currently being used for cataract surgery, as the lens implant, workers feel delivery system is not safe, adequate, when placed in the "shooter, the folding device, the lens frequently breaks. Also, staff concerned with microscopic damage to lens that may lead to problems later after lens placed in eye.